Event description:
Revision surgery - the pt dislocated twice after primary surgery. After the third dislocation the surgeon decided to revise.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient activity, accidents, or medical contraindications that would lead to dislocation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was not determined with confidence. Factors that could contribute to dislocation include: trauma, soft tissue laxity, improper implant size selection, or excessive patient activity. It was reported that this patient dislocated twice after the primary surgery, and after a third dislocation the surgeon decided to revise. There are no indications of a product or process issue affecting implant safety or effectiveness.